Event description:
A us distributor contacted zoll to report that a patient developed a rash/allergic reaction under the lifevest equipment. The patient described the area as red dimples. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cortisol ointment for the skin irritation. Follow up indicated that the skin irritation improved.